Event description:
The customer reported having an energy selection issue. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported having an energy selection issue. No pt involvement was reported. The customer reported that replacing the energy select switch resolved the issue.